Event description:
The nurse reported the system would not boot up and a system message displayed. One case was cancelled. The patient was not prepped for surgery. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The cpu host module was replaced, and a software upgrade was completed. The system was then tested and met all product specifications. The cpu host module has been received and in house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 05/01/2009.